Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a partially clogged port on the differential/retic waste chamber (vc26). The fse unclogged the port and the instrument passed verification. The fse believes that this may have been the issue. The failure mode was attributed to a partially clogged port on the differential/retic waste chamber (vc26). (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak of 10 ml of blue fluid, coming from the right side of the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The operator was wearing a laboratory coat, gloves and eyeglasses at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this event. No death or injury is attributed to this event and there was no change to patient treatment.